Manufacturer narrative:
As per the returned sample, the foreign matter was found on the roof of the stopper. Based on this, the stopper assembly process was reviewed. Stopper raw material is vacuum packaged in a double bag into a carton. Stopper raw material is put in a completely covered container and transferred into the assembly equipment through a linear track. During the stopper-plunger assembly, the stopper roof is facing down, seated on the tooling and assembled into plunger by applying force. The stopper roof is completely flushed to the tool and there is no gap between the stopper and the tooling. Since the picture of the insect in the sample is not flattened or deformed, it is determined that the foreign matter was not introduced at the stopper/plunger assembly step. During the syringe assembly there is a small gap between the stopper and the luer tip of the barrel as the plunger/stopper assembly is not completely bottomed out at the barrel tip. However, the assembly manufacturing line (syringe 5ml) is at the center of clean environment area, classified as class 9 and is away from the entrance. The syringe assembly machine is enclosed and covered completely. Good manufacturing practices are established in the clean room environment as per standard procedures. Therefore, it is less likely for insects to enter the clean room. Packaging: syringe secondary package area is not a clean room environment however, there is a mesh filter at the air louver, where air positive pressure will prevent entrance of insect in the area. After a review of the area, it can be determined that it does not encourage any insect breeding as there is no presence of food sources during time of inspection and the area does not manufacture products which would generate biological waste. Hence, there was no attracting factor (i.e. The organic smell) to attract phorid fly. Thus, the possibility of phorid fly breeding at the secondary packaging is eliminated from this event. Based on above investigation, the fm(insect) highly possibility due to unnormal storage or use practices. Information will be captured on trend reports and monitored. Therefore, a CAPA is not required.

Event description:
Foreign object inside the syringe.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed. B3. The date received by manufacturer has been used for this field.

Event description:
It was reported that bd syringe 5ml ll had foreign matter. The following information was provided by the initial reporter; foreign object inside the syringe.